Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent was implanted to treat a stricture in the common bile duct during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the guidewire was inserted through the tip of the delivery system however, it failed to exit at the guidewire access port. Reportedly, there was no hole at the guidewire access port to allow the guidewire to exit the delivery system of the wallflex biliary rx fully covered stent system. The physician manually created a hole in the outer sheath with a needle to allow the guidewire to successfully exit. During deployment, the stent was difficult to deploy at first, but after some efforts the stent was finally deployed. However, it was noted that the inner sheath detached in the stent. The physician removed the detached sheath with forceps and kept the stent implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A wallflex biliary rx fully covered delivery system was received for analysis; the stent was not returned. A visual examination of the returned device found the stainless steel tube was bent. Several kinks were noticed along the distal end of the outer sheath. The inner member was kinked and was broken. The guidewire access sheath (gas) ramp was found kinked and a misalignment between the inner shaft and the outer sheath was observed. No other issues with the device were noted. The damages noted with the device were consistent with the application of excessive force during use. Taking all available information into consideration, the investigation concluded that the observed failures and the reported event were most likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on march 27, 2018 that a wallflex biliary rx fully covered rmv stent was implanted to treat a stricture in the common bile duct during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the guidewire was inserted through the tip of the delivery system however, it failed to exit at the guidewire access port. Reportedly, there was no hole at the guidewire access port to allow the guidewire to exit the delivery system of the wallflex biliary rx fully covered stent system. The physician manually created a hole in the outer sheath with a needle to allow the guidewire to successfully exit. During deployment, the stent was difficult to deploy at first, but after some efforts the stent was finally deployed. However, it was noted that the inner sheath detached in the stent. The physician removed the detached sheath with forceps and kept the stent implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.